Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. It is unknown if the cath lab procedure caused or contributed to the monitor damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was undergoing an unknown cath lab procedure while wearing the lifevest. During the procedure the monitor made a "popping" sound and began to produce gong alarms.